Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: investigation revealed that the display was blank. The pump was opened, revealed a failed display flex. A test display was inserted and functioned normally. Unrelated to the original complaint, investigation revealed that the battery cap threads were stripped.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.